Event description:
The reporter stated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens in 2007. The lens was explanted in 2008 due to excessive vaulting. Subsequently, the pt had narrowing of the angle and shallowing of the anterior chamber.